Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms. The number of inflations and to what atms is unk. The lesion being treated was in the lmt. The physician used a 7f terumo introducer sheath for vascular access, a emw guidewire and a mach1 fl4.0 sh guide cahteter to cross the lesion. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "good".